Event description:
Reporter indicated that treating neurologist was unable to communicate with the patient's device at the office visit. Treating neurologist referred to patient to neurosurgeon for evaluation. Investigation to date has been unable to determine whether the device is functioning properly.